Manufacturer narrative:
The device was not returned to rti surgical for evaluation. A DHR review could not be conducted as the lot number is unknown. This report will be updated should the device or additional occurrence information become available at a later date.

Event description:
It was reported to rti surgical on (B)(6) 2020 that a cervalign revision surgery had been performed due to a post-operative locking mechanism failure for this implant. It was confirmed that the locking mechanism separated post-operatively. The date of the occurrence is unknown. The date of the index and revision surgeries are also unknown.